Manufacturer narrative:
Device evaluation the device has been returned and evaluated by product analysis on 10-jul-2019 with the following findings: during investigation, the pump was unable to power on or download due to a moisture issue (medwatch report 2531779-2019-05572). The original complaint of a call service alarm issue was unable to be investigated due to internal moisture damage. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.